Event description:
Additional information received for mw5170427 on 6/2/2025 to change the MFR to unknown.

Event description:
The product I bought for blood pressure monitor doesn't have FDA approval. It is sold on amazon. Brand name is yowow bit, model number is bo2, asin is (B)(4). The results are very different from other devices.